Manufacturer narrative:
Eitan medical has conducted attempts to receive the event log of pump, as well as the pump itself, for investigation. To date, only the event log has been received and is currently under investigation. Event log investigation findings will be provided in the follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm or medical intervention was reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.